Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 7,956 units. There are no units in stock in b. Braun surgical's warehouse. We have received two pictures where we can see that the race-pack plastic support is sealed at the bottom packaging. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but related to this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause is a combination of a blister displaced in the transport chain plus a displaced support inside. Final conclusion: considering that the pictures received show a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Sop will be updated.

Event description:
It was reported an issue with novosyn suture. The client reported that when opening the package, the wire support remained stuck at the fold point opposite the opening side. It was then necessary to "shake" the packaging so that the support detaches from the packaging (risk of loss of sterility). It occurred before use.